Event description:
It was reported that during a face lift procedure, the device was not working. It did not sound right when fired and the staples were not forming on the tissue. A new device was used to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned in good visual condition and fully functional. When tested for functionality the device fired and formed the remaining 37 staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.